Event description:
During renal transplant procedure the suture used for the renal artery broke. More than 500 cc of bleeding occurred. The patient was resutured with no further complication and has recovered and been discharged. No additional information has been provided.